Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure, the lead exhibited high capture threshold and low impedance. The lead was capped on (B)(6) 2025 and a new lead was implanted. The patient was stable throughout the procedure.